Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Additional information provided: the patient required clips placed on the vessel near the vena cava but not on the vena cava. There was minimal blood loss and no transfusion was necessary. There were malformed staples after the firing. It is unknown whether the patient was radiate or on steroids. I believe it was the first firing with a blue cartridge and no buttressing material. It wasn't fired across an existing staple line or clips. Forces to operate were a expected. The handles returned to their original position and there wasn't difficulty removing the device. The analysis results found that the device was received in good visual condition and with a 6r45m reload present. The reload was received fully fired; b formed staples were noted on deck at distal end. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape.

Event description:
It was reported that during a hand assisted laparoscopic nephrectomy procedure, the surgeon placed the device on the renal artery, fired, and noted that the staples were not formed properly about 2/3 of the way on the cartridge. No unusual sounds were heard upon firing. An er320 was opened and clips were placed on the artery for hemostasis. Another firing could not have been made on the vessel as it was too close to the vena cava. The kidney was atrophic. The surgeon conjectured that the vessel may have been damaged and thus caused the problem. There were no patient consequences.